Event description:
Potential incident- per the (B)(4) sales ae: "dr (B)(6) has had 2 patients develop a dvt in the past month. She does not feel our pumps are the same quality as their previous pump- covidien express.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.